Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), and batch: 7072959.

Event description:
It was reported that the patients lead had migrated and was not able to get enough pain relief. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device was kept at the facility.